Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began in the morning of (B)(6) 2017. The patient manages his diabetes using novolog and lantus and did not specify making any changes to his usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿extreme thirst, frequent urination and dizziness¿ approximately 6 hours later and stated that as a result he drank more than usual. The patient denied receiving any further form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was unable to resolve the issue. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.